Event description:
The critical care staff was attempting to defibrillate a 65 y/o male pt in atrial fibrillation. The screen blanked out with a "low battery" warning. The staff then plugged the unit in ac power, and the screen then showed the display. The recorder did not print out during the entire code. During the check before and after the alleged malfunction, the screen and recorder were functional. The staff was able to obtain another device when the alleged malfunction occurred, and there was no adverse effect to the pt.